Event description:
A customer contacted beckman coulter inc. (Bec) reporting an 1 milliliter blood leak and a 5-10 milliliter clenz (cleaner) leak in the specimen transport module (stm) of the unicel dxh 800 coulter hmx cellular analysis system. The user was wearing personal protective equipment (ppe) consisting of a gown, gloves and goggles at the time of the incident. There was no injury or exposure reported and medical attention was not sought.

Manufacturer narrative:
A field service engineer (fse) went on-site the day of the event and found cleaner and other fluids filling the tray underneath the mix chamber due to overflow of the nrbc mix chamber. Fse removed the chamber and flushed tube stopper debris from the chamber and fittings. Fse also flushed the chamber waste and delivery lines in order to remove any other debris. Instrument performance and qc recovery was verified. The root cause for the leak is attributed to the tube stopper debris in the nrbc mix chamber and fittings. (B)(4).

Manufacturer narrative:
Inadvertently had "other serious (important medical events)" checked. This was a typographical error and does not apply to the event.